Event description:
Foreign exchange student living with rptr this year. Reporter arrived home to find the student in excruciating pain. Reporter suspected a corneal laceration and took them to hosp ER. They had a corneal ulceration/acute infection. The corneal specialist said in 24 hrs pt would have lost their vision permanently. He placed 100% of the blame on ciba's focus night/day extended wear lenses. Pt required antibiotic drips every hour-day/night for 48 hours and extended, less frequent antibiotic therapy. They also required pain management with hyrocodone. Corneal specialist considered inpatient care but deferred to home management when pt and host family pledged compliance with drug regimen.